Event description:
Customer states they have been experiencing issues with calcium recovery. She said yesterday she began noticing patient results not matching between the cobas 501 and the integra 800 for calcium and today the issue is recurring. She said calcium results would recover around 6.8 and repeat 7.3 or 7.5 mg per dl. She doesn't know how many patients were affected. Another operator at the account said the initial results were reported, but they did not correct any reports because the difference was not clinically significant. Customer provided patient calcium results for six additional patients, three were found to be discrepant: patient 1, original result 6.2, rerun 7.1 mg per dl. Patient 2, original result 6.8, rerun 7.8 mg per dl. Patient 3, original result 7.3, rerun 8.3 mg per dl. All results were generated on (B) (6) 2009 with the original results performed on the cobas 501 and the rerun results performed on the integra 800. Customer states she has not received any complaints or notification that any patient was treated based upon a discrepant result.

Manufacturer narrative:
The field service representative determined defective sv4 valve and rinse mechanism tubing to be the cause. He replaced sv4 valve and rinse supply tubing on rinse mechanism. He verified normal analyzer operation and ran controls and patient samples to verify calcium issue was resolved.